Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no disposable alarm. Reservoir volume 22.9ml. Continuous rate 2.2ml. Amount given 77.15ml. Per reporter, the pump alarmed no disposable, clamp tubing for a third time. The settings were reviewed but the alarm remained. Per reporter the tubing was clamped, cassette removed, tubing massaged, and cassette gently tapped on firm surface. The cassette was reattached but the alarm persisted. Troubleshooting steps attempted two times without resolution of alarm. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.